Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training an ilet connect component would not turn due to an apparent molding defect, and the trainer replaced it with another unit so the patient could begin therapy; no blood glucose impact was reported. Symptoms included no adverse clinical symptoms reported. Outcomes included no clinical impact and no medical intervention or hospitalization. Investigation included device history review and return for failure analysis. Investigation of this case revealed evidence consistent with a manufacturing nonconformance affecting the mechanical interface of the connect component. It was concluded that the event was device related due to a manufacturing defect, and user factors were not contributory.